Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure, the active blade broke off. It did not fall into the pt. Not sure if the blade broke while on the back table or in hand. There was multiple instrument error code 5 prior to the event. A second device was used to complete the procedure without any impact to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.